Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. The welds, markerbands, shafts, tip and balloon were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the shaft and balloon presented no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall at the proximal edge of the markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader¿ micro-dilatation balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed balloon pinhole.